Manufacturer narrative:
Additional information: d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection at the implant site. The recipient was prescribed antibiotics (type unknown). The recipient presented with a headache and pain. The recipient is reportedly a non-user.

Manufacturer narrative:
The recipient's headaches have reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.